Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted in the hospital and was experiencing dysphagia, vomiting, and nausea. The patient's vns system was disabled by her treating physician. The patient's symptoms were described as occurring soon after initial vns implant surgery and reportedly did not resolve with device disablement. The patient's treating neurologist assessed that the reported symptoms were related to the recent vns surgery. It was not clear at the time of the report what physiological problem was causing the reported symptoms. Attempts for additional pertinent information have been unsuccessful to date.